Event description:
During a da vinci assisted total laparoscopic hysterectomy, the active portion of the harmonic shears broke off. This happened on two different sets of harmonic shears during the procedure. Post procedure, an x-ray indicated that a small piece of the tip of the harmonic shear was retained in the pt. This was disclosed to the pt/pt's family.